Manufacturer narrative:
The pipeline flex delivery system and microcatheter were returned for evaluation without the pipeline as it was implanted in the patient. The pushwire was noted to be bent and detached at the distal hypotube proximal to the wire weld. The detached pushwire was sent out for further sem testing which showed tensile overload that exceeded the strength of the solder joint. Based on the customer¿s photos and the analysis findings, the clinical observation was confirmed. It appears the pushwire separation was secondary to tensile overload. We are unable to definitively determine the cause of the tensile overload; however, it is possible that the pre-existing stent may have interfered with the removal of the pushwire. The returned catheter was found severely accordioned which suggests the delivery system was being pulled against resistance. Per our instructions for use (IFU): ¿do not place the pipeline flex embolization device in patients whom a pre-existing stent is in place in the parent artery at the target aneurysm location. The presence of other indwelling endovascular stents may interfere with proper deployment and function of the pipeline flex embolization device. A review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
(B)(4). The lot history records of the reported lot number has been reviewed and no quality issues were noted. The device has been not returned for evaluation; therefore the event cause could not be determined. Per pipeline flex instruction for use (IFU): "do not place the pipeline flex embolization device in patients whom a pre-existing stent is in place in the parent artery at the target aneurysm location.the presence of other indwelling endovascular stents may interfere with proper deployment and function of the pipeline¿ flex embolization device."

Event description:
Medtronic received information that a pushwire broke at the proximal part of pipeline flex marker. The patient was treated for a saccular, unruptured, wide-necked aneurysm. The aneurysm was located in the left supra ophthalmic internal carotid artery (ica). The patient was previously treated with stent assised coiling in 2012. The physician decided to treat the patient with pipeline flex because the aneurysm recanalized. The pipeline flex was delivered and deployed with no issue. The curve of the siphon at the ophthalmic artery was not completely covered, so the physician tried to pass the microcatheter through the pipeline flex. When removing the delivery system through the marksman, the system "jumped" and the wire broke at the proximal part of the pipeline marker and tip coil was outside the marksman. The physician then used a microguidewire to secure the tip coil and were able remove the microcatheter and tip coil without any problems. The pipeline flex did not appose the wall as expected, so the physician decided to perform angioplasty with a balloon as indicated in the IFU. This process caused the ped to foreshorten approximately 3-4mm from distal end. The physician decided to use another pipeline flex to cover the aneurysm neck. No patient injury was reported as a result of this event.